Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation. The customer's report was duplicated and the software and language pack firmware were reloaded to remedy the report. It is unknown how it became corrupted. Historically failures of this type are a result of the device's software being upgraded in the field. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.